Manufacturer narrative:
(B)(4). Internal insulation abrasion was noted at 31.4-32.2cm from the connector pin. The etfe coating was intact at this location. External insulation abrasion was noted at 20.2-20.7cm from the connector pin, consistent with lead friction to the ICD can. The svc conductor etfe coating was abraded at this location.

Event description:
This report is to advise of an event observed during analysis.